Event description:
During review of programming history, it was noted that at faulted system diagnostic test occurred on (B)(6) 2010 that changed device settings. Upon interrogation at the next appointment on (B)(6) 2011, the device was found to be off. No adverse events have been reported as a result of this.

Manufacturer narrative:
Review of programming history.